Event description:
It was reported that the time to eri had been shorter than expected. The caller was wondering if undersensing is more common as the device ages which in turn leads to a change in capture management leading to accelerated elective replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.